Event description:
It was reported that, during a thr when impacting the final femoral head on, the black modular head piece of one polarstem modular head for 21000662 broke off. The piece was retrieved from the patient by suction. The procedure was resumed, after a non-significant delay, with a competitor device. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4). It was reported that, during a total hip replacement, when impacting the final femoral head on, the black modular head piece of a polarstem modular head for 21000662 broke off. The piece was retrieved from the patient by suction. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the device was fractured as it shows a chipped-off part at their distal end. The complaint samples were not returned completely as the chipped-off part was not returned for investigation. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 7 additional similar complaints reported for the same batch, and 42 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Considering the performed visual inspection, it is suspected that the mentioned device failure arose from a ¿wear and tear" issue. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.